Event description:
The customer reported to olympus that the 4k camera head had no image. The issue was found during preparation for an unspecified diagnostic procedure, which was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) research center. The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty cable. The device evaluation also found abnormal switch operability. Device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated by another facility for the same device. Conclusion: the root cause could not be identified; however, it is presumed that communication failure occurred due to cable failure, and the image was no longer displayed. Olympus will continue to monitor field performance for this device.